Manufacturer narrative:
Further investigation determined the issue was due to contamination on fluidic line and was resolved by the service visit. Trending was performed on this type of event and no abnormal trend identified. A historical query was performed and found no past escalated complaints of this nature on any like instruments for the last 12 months at this site.

Manufacturer narrative:
(B)(4)

Event description:
The customer had an ongoing issue with questionable qc results for multiple assays and questionable patient results for urine bun and lipase. Of the data provided only the lipase result for one patient was discrepant. The initial result was 165 u/l and was reported outside of the laboratory. The repeat result from another analyzer was 27 u/l. The repeat result was believed to be correct. The customer did not know if there was any adverse event. The patient was discharged. The lipase reagent used by the customer was manufactured by sekisui lot number 51006.the expiration date was requested but was not provided. The customer had previously replaced the reagent packs for each analyte and recalibrated, but was still having the same qc issues. The field service representative checked and adjusted the rinse mechanism, replaced the sample probe, checked the reagent probe volumes, and replaced the diaphragms and cells. He ran blank cell measurements, calibration, and qc for all assays.